Event description:
A high glucose reading issue was reported with the use of an abbott diabetes care (adc) device. A customer reported receiving unspecified high glucose sensor scan readings and noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer experienced dizziness, feeling drunk, "shaking black in front eyes," was unable to speak, and a loss of consciousness and/or seizure. It was indicated that the customer self-treated with insulin (dose/type unspecified) and food. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities.